Event description:
Additional information received from the reported that the device was turned off about (B)(6) 2015 to allow treatment (shunt placement) of normal pressure hydrocephalus (nph). The device was turned on (B)(6) 2015 and it was set at a fairly high setting, which led to the shock. The steps taken to resolve the issues included turning the device down and having a follow up visit with the doctor. The next visit was scheduled for (B)(6) 2016 and they were going to discuss settings with the doctor.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having surgery on her brain in (B)(6) 2015 for normal pressure hydrocephalus (nph) and then went to rehabilitation for several weeks. Due to nph, she had issues with gait, confusion, and incontinence. The device didn't cause the nph and the patient got the device to help with the incontinence from nph. Since surgery, she had walked better, was less confused, and was better with the device therapy. Her device was shut off for the surgery and she went to the doctor to have the device turned back on. She screamed when they turned it on because it hurt so badly. They did it again and she screamed again. She experienced the shocking on (B)(6) 2015. The patient experienced a loss or change of therapy on (B)(6) 2015; she was going every 10 to 15 minutes, went six times, and had stopped counting. Symptoms included urge frequency. She did not feel stimulation and was on program 3 at 2.3 volts. The patient increased stimulation to a point where she could feel it but it didn't hurt and was at 2.8 volts. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.